Event description:
It was reported that the eyelet on a smiths medical trach tube was torn. Customer has now indicated this complaint as high risk. This is the 3rd time this has happened. No adverse patient effects were reported.